Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the buttons are not responding on the customer's insulin pump. The customer stated the insulin pump was freezing on each screen he would access during a bolus delivery attempt. The customer did not recall any significant events leading up to the alarm. He was advised to discontinue use of the pump and revert to a back-up plan. His blood glucose level was 133 mg/dl. Nothing further was reported.